Event description:
During draw back of isovue contrast into the CT contrast infusion pump syringe, air was being drawn in around the syringe plunger subjecting pt to the possibility of air injection. Air was discovered and purged out of the system prior to beginning the infusion, so there was no injection of air into the pt's vein, therefore, no adverse outcome to pt. Dates of use: 2009. Diagnosis or reason for use: cat scan contrast for imaging studies.